Event description:
It was reported a patient presented with ventricular fibrillation (vf) and their right ventricular (rv) lead had under-sensing. No changes were reported. The patient status was unknown.